Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02256. The pt has two scs systems. It was reported the pt experienced discomfort at both of her ipg sites due to the size of the ipgs. The physician explanted and replaced both ipgs with a smaller model.